Manufacturer narrative:
Plant investigation: the reported symptom ¿blank screen¿ was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Inverter board functionality verification failed. Power up cycler verification failed. The screen is blank. Stop and ok buttons lit but no display due to a blank screen. The inverter board transformer is shorted; burnt coil. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient reported to technical support that in the middle of treatment the screen on the liberty select cycler went blank. After attempts at troubleshooting, the cycler was replaced. It was indicated that treatment would be complete with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the event was not reported to the clinic. No patient complications were reported.